Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and now the touchscreen display is distorted and unreadable. Customer's blood glucose level was not impacted. Customer reverted to manual injections for continued insulin therapy.